Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced widespread claims of under infusion during therapy (medication, dose, programmed amount and delivery rate unknown) using unspecified tubing, bag, and set. The problem was found in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.